Event description:
Patient presented with pain and swelling. Scratched liner found and collection of fluid.implanted (B)(6) 2008. Revised (B)(6) 2102.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned products confirmed the reported event. The investigation could not draw any conclusions about the reported event: however, evidence suggests the possibility that liner was not properly seated resulting in rotation of the liner within the cup. No evidence was found suggesting product error was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Investigation summary: conclusion and justification status: the complaint states patient presented with pain and swelling. Scratched liner found and collection of fluid. A review of complaint databases did not identify any anomalies. A review of manufacturing records was not required per (B)(4). The complaint was reopened as pinnacle spreadsheet received: right hip pain and swelling, collection over right greater trochanger, high metal ion levels. Added doi, corrected dor. Added code for high metal ions. Added product for corail stem and pinnacle acetabular cup sector w/duofix ha. It should be noted previously the parts and x-rays were reviewed. Further information can be found in (B)(4). No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.